Event description:
It was reported that the device was explanted due to high lv threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. During testing, the device function was normal. No anomalies were found. The reported cause of high lv threshold remains undetermined.